Event description:
The user facility reported that the involved angio-seal device was used for hemostasis, but the locator became kinked due to hard subcutaneous tissue. The device was not used, and manual compression was applied to achieve hemostasis for 30 minutes. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250 cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There were no other devices or equipment used with the involved device.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained during insertion due to hard subcutaneous tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).